Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped, and portions of the touchscreen became unresponsive. Customer had elevated blood glucose levels (378 mg/dl). Customer delivered a bolus to address elevated bg levels. Reportedly, the customer had insulin injections as alternate insulin therapy.